Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in properly loading a new cartridge, successfully allowing them to resume insulin therapy.